Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with two 300cc mentor smooth round moderate plus profile saline breast prostheses and experienced bilateral cutaneous contour deformity, breast pain, and device migration post-operatively. The patient reported the implants would come out of the pocket and could feel ripples on her sides. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 06, 2022, mentor received additional information regarding the date of event and device date of explantation. The date of event has been updated to february 12, 2022. The device date of explantation has been updated to (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: cutaneous contour deformity, breast pain, and device migration. Manufacturer¿s reference number: (B)(4).